Event description:
A surgeon reported that 30 days following intraocular lens (iol) implant surgery, a patient presented with fibrin on the anterior side of the lens and was diagnosed with tass (toxic anterior segment syndrome). The patient's visual acuity with correction was 10/10 (20/20) and anti-inflammatory treatment was prescribed. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. A root cause could not be determined by the investigation. It is unclear how the product could have contributed to this event. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).